Event description:
Procedure: vats lobectomy. Reportedly, during the procedure on a high risk cancer patient the surgeon had trouble firing the stapler over lung, bronchus and vessels. According to the report, there was bowing of the sulu anvils (which can be indicative of improper device application) when the devices were fired and staple formation was improper. The patient lost approximately 6 liters of blood/fluid during the procedure. Subsequent to the procedure, the patient's health deteriorated and the patient eventually expired. However, there has been no allegation that the report is linked to the patient event.